Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. An alert appeared for the impedance issue. Boston scientific technical services (ts) recommended possible reprogramming options. Additionally, should the reprogramming still result in an alert for high out of range shock impedance. Ts recommended a command shock. The lead remains in use. No adverse patient effects were reported.